Manufacturer narrative:
Analysis of lead sc-2366-70, serial (B)(6) revealed the complaint of high impedance has been confirmed. Visual inspection revealed that the lead was crushed by the ipg set screw between the retention sleeve and contact 8 of the proximal end. X-ray inspection did not reveal any fractured cables at the fracture location. It appears that the proximal end was fractured during insertion and it resulted in the proximal array damage. The damage to the lead caused the incomplete insertion into the ipg port resulting in contact misalignment and high impedances. Analysis of lead sc-2366-70, serial (B)(6) revealed the complaint of high impedance has been confirmed. Visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
A report was received that the patient underwent a lead revision procedure wherein the leads were replaced due to inadequate therapy and high impedances.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70. Serial/lot: (B)(4). Description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient underwent a lead revision procedure wherein the leads were replaced due to inadequate therapy and high impedances.